Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that emboshield nav6 embolic protection system (eps) instruction for use (IFU) states: the eps is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty within carotid arteries and can only be used with the barewire filter delivery wire. Use of the device with any guide wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported basket detachment appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa) lesion. An emboshield nav6 embolic protective system was used with a non-abbott guide wire. The filter was deployed without issue and performed as intended. During removal of the non-abbott guide wire, the filter came off the wire and remained in the patient anatomy. The free floating filter was captured and removed using a snare device. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.